Manufacturer narrative:
(B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search in complaint history revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 23.5 diopter intraocular lens was explanted from the left eye (os) due to patient's experience of refractive lens intolerance, glare. The replacement lens was a model zct150 23.0 diopter. There was no vitrectomy or incision enlargement required. There was no other medical or surgical intervention and no patient injury reported. It was indicated that the patient was happy and that the symptoms have resolved. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.